Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the keyboard. The ventilator passed all tests and was observed to be operating within manufacturing specifications. (B)(4).

Event description:
Covidien received information stating that the screen on an 840 ventilator was blocked. The ventilator was in use on a patient at the time of the reported malfunction. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harm or injury as a result of the transfer.